Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion, with a lesion length of 31 mm and a vessel diameter of 3.0 mm, was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. Prior to procedure, the image was black and could not be visualized. Attempts to restore imaging by reflushing the catheter were unsuccessful. The tip of the catheter was blocked and the catheter could not be flushed and air could not be primed. The procedure was completed with another of the same device. The patient was stable following the procedure, and no patient complications were reported.